Event description:
Individual presented to the clinic on (B)(6) 2024 where he reported injuries from previous day. He reports using the previously issued biowave home unit with relatively new electrodes. He reports getting burns/blisters on left hip under electrodes. Two burns were noted on left hip where electrodes had been placed. One was an intact blister and the other was a "deep tissue injury." Individual was seen by primary care for immediate treatment and subsequently seen and treated for burns via burn clinic. Biowavehome unit has turned in by individual and sent to vendor for inspection. Per vendor, inspection of the home unit indicated that the unit showed clear evidence of being dropped. Rj45 button missing, posts inside front casing broken, lens broken, scratches on back casing, and unit has loose screws.